Event description:
The peritoneal dialysis (pd) patient's caretaker reported that the patient had an infection and needed assistance changing the setting on the newton cycler. During a follow-up call, the pd nurse stated that the patient was hospitalized for peritonitis on (B)(6) 2012 and was treated with outpatient intraperitoneal antibiotics.

Manufacturer narrative:
A clinical investigation was performed. The pd nurse stated that the patient had complained of constipation prior to the peritonitis event. The nurse stated that there was no reports of any product issues, device or disposable, or reports of any fluid leak events. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The patient continued therapy with the same newton cycler without further issues. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.